Event description:
The customer reported that the unit went ventilator inoperative with an error code message of da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) reference failed while unit was on a patient. Customer switched to a new unit. Through follow-ups, customer stated that there was patient involvement, but there was no patient harm, the customer stated they do not have patient information.